Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a deep brain stimulation implantable neurostimulator (model 37612 activarc mvd) was associated with postoperative discomfort, infection, and ulceration at the battery site on the patient's chest. Contributing factors and troubleshooting measures were unknown. The patient had a medical history of parkinson's disease. The battery was explanted in 2024 at a hospital. The issue was resolved following the explanation.